Event description:
The site reported: the veris power supply cable is getting very hot and is not charging the monitor.

Manufacturer narrative:
Medrad service replaced the power supply module and power supply cable. The veris power supply module was returned to product analysis for evaluation. A visual examination determined that fuses were blown. A subsequent investigation of similar complaints concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit and shut down. Consequently, the power supply continues to energize the cable which can lead to localized heating and melting of the power cable.